Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sun computer was evaluated and replaced to correct the power on error. The tracker was evaluated and replaced to correct the tracker not powering on error. The ufb pcb and internal transmitter cable were replaced to correct the transmitter not calibrated error message. The system was tested and found to be working as intended and returned to service.